Event description:
Reportedly, during the trplacement of a crt-d defibrillator with a talentia 3841 at (B)(6) hospital. The tests performed with the psa on the ra, rv, and lv leads were normal. The issue occurred when connecting the leads to the new ICD (sn: (B)(6). The physician started with the rv lead, then the lv lead, and finished with the ra lead. The fixation and screwing of the leads were carried out without difficulty and without any excessive force on the physician¿s part. The measured impedances were the same as on the psa. It was during the sensing test that I noticed there was no sensing on the ra and rv leads. Looking at the egm, I also saw that there was no biv pacing. Instead, there was pacing of the safer type (a on the ra channel and r on the rv channel), even though the programmed mode was ddd 60/120. There was no impedance issue, and all sensing tests performed across the different available modes showed no sensing on the ra lead. The sensing measured on the psa for the ra lead was between 5 mv and 6 mv. The ra lead was unscrewed and re-screwed three times, as a connection problem was initially suspected (despite the fact that the initial impedance and the impedance throughout the various tests always remained the same, between 400 and 500 ohms). The re-screwing procedures were carried out carefully. This crtd was not implanted and replaced by another device.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.